Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: perforation requiring medical intervention; subsequent myocardial infarction. Device issue: no device malfunction has been reported. It was reported that a perforation was noted after placement of a 3.0 x 28mm rx promus. Another company's balloon was used in an attempt to seal the perforation. Improvement was noted, but the perforation was not completely sealed. The graftmaster was attempted, but it failed to cross. It was attempted again, this time with a buddy wire, but it still failed to cross. During this second crossing attempt, the stent dislodged. It was compressed into the vessel, just proximal to the perforation, thus sealing off the perforation. A small myocardial infarction occurred. The pt was discharged two days post procedure in stable condition. No additional event or pt info is available. You are receiving this MDR report from abbott vascular, as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.